Event description:
It was reported the rigid videoscope cable sheath is stripped. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported event was confirmed. Based on the results of the investigation, the likely cause of the reported event is due to the protector of the video cable section is overstressed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is damaged and therefore the dielectric strength is inadequate, the outer tube has a dent and therefore has sharp edges, the fiber bonding in the outer tube area (distal end) is damaged. However, the root causes are unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.